Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the reamer broke in the shoulder bone during a proximal biceps tenodesis. The surgeon had predrilled with 3.2 drill. The tip was not retrieved from the patient; the case was completed.